Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision, the device was electively explanted and replaced due to the battery advisory. There was no allegation on premature battery depletion. The patient was stable following the procedure.